Event description:
The customer claims that the device has power to the switch but no display.

Manufacturer narrative:
Complaint #76392 received. This device was not returned however, the CPU board was returned and evaluated. Evidence of overheating was visually observed.